Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch delica lancing device does not fully penetrate his fingers. The complaint was classified based on the customer care advocate (cca) documentation. Two weeks prior to contacting lfs, the patient reported the alleged issue began. It is unknown if the patient was able to obtain a blood sample regardless by using a backup lancing device or by manually pricking his fingers. The patient reported using oral medications including metformin 500mg 2-3 times per day with diet and exercise to manage his diabetes. The patient reported that he made no changes to his usual diabetes management routine in regards to diet or activity level on the day of the alleged issue. The patient reported due to the alleged issue, he took an increased dose of metformin. The patient reported 1/2 hour after the alleged issue started, he developed symptoms of "shakiness." The patient did not report receiving any medical intervention in response to the symptoms. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was not the first time the product had been used. The cca was able to review his testing technique, and the alleged issue was not resolved with training. In addition, the patient was using the correct lancets. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claims he was unable to test due to the alleged issue, and developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Follow-up # 1 (09/11/2012)-device evaluation: the lancing device involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on 8/17/2012 with the following findings: the lancing device passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.